Manufacturer narrative:
This report is submitted january 25, 2018.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to migration of the electrode array. The patient was reimplanted with another device during the same surgery.